Event description:
Device 1 of 2. Reference MFR. Report #: 1627487-2011-05091. The pt received his scs system on (B)(6) 2010 with two percutaneous leads (from the same lot). On (B)(6) 2010, one of the leads was replaced. It was reported that the pt used to feel stimulation in a pulsating/throbbing manner when he would communicate with the ipg via the programmer. No he states that he feels this whenever the stimulation is on. When he turns the stimulation off, he does not feel it. This sensation is in addition to the normal stimulation that the pt feels. A sjm representative reprogrammed the pt, but it did not resolve the issue. A diagnostic test was ran and all contacts were in normal range. X-rays were taken and no visible anomalies noted. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.